Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the inability to charge and the tilted ins were resolved. The patient required battery replacement and repositioning of pocket. The ins was discarded and there was no reason to believe the battery was defective. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported patient has had difficulty charging their implantable neurostimulator (ins). The battery was tilted so that the body of the ins was very deep. An attempted recharge was unsuccessful and an attempted trickle charge was unsuccessful. The special circumstances as to why this battery has not been charged since implant involve the patient's family member being diagnosed with a very serious illness just as they were trying to address the charging difficulty. The patient was seen in (B)(6) 2016, and was not getting good contact for charging, but it was deemed normal post op swelling. When she was being seen to investigate this in beginning of (B)(6) 2016, she received the news of a family emergency and she went to (B)(6) for 4 months. She was unable to address charging the ins and just left it. The patient has returned to (B)(6) and wants to have therapy started. It was decided by the patient¿s healthcare provider that the best option is to replace the battery while revising the pocket. He wants to be able to check impedances intraoperatively and cannot do that with the original battery. Surgery was planned and scheduled for (B)(6) 2017. The indication for implant was spinal pain.